Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that for audiological purposes, the internal magnet was removed on (B)(6) 2018 in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu. No other event or complications which may have contributed to the decision to convert the patient were reported.